Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified. In addition, an additional issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. In addition, it was reported that the wake button stopped functioning as intended. Reportedly, the wake button had to be pressed multiple times in order for the touchscreen to respond. The customer's blood glucose was 380 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.